Event description:
It was reported that the customer experienced a low blood glucose (bg) level less than 54 mg/dl. Cause was unknown. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.